Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 13-may-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found that the wash tubing came off of the reducer joint. The fse then reonnected the tubing. The customer ran with no further issues. The probable cause of the event was the tubing coming off the wash flow path.

Event description:
On (B)(6) 2015, a customer reported a wash probe purge failure on the aia-900 analyzer. The customer primed the wash/diluent and performed daily maintenance, but the error persisted. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for follicle stimulating hormone (fsh), estradiol (e2), and progesterone (prog). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.